Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and that it was continually pacing the patient without synchronization. The ICD was removed.